Manufacturer narrative:
The sample was and collected in serum separation tubes (sst). The customer cleaned and inspected the mix bars. A bci field service engineer (fse) inspected the unit and found detergent tank aspiration tube missing. Delivery of cleaning solution to cuvets and mix bar wash stations was compromised. Fse replaced the missing part and no additional problems were noted. No treatment was affected in this case. Other chemistries could be impacted upon recur and treatment may be impacted. Root cause for this event is user error.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated magnesium (mg) result generated by unicel dxc au400 clinical chemistry system. The sample was repeated and lower result was obtained. The erroneous result was reported out of the laboratory. Amended report was initiated. Patient treatment was not impacted by this event.